Manufacturer narrative:
(B)(4)

Event description:
Subclavian tear, realized after sheath was removed lead management case to extract one rv lead. The physician prepped the lead with an lld ez and began the procedure with a 14f glidelight. Progress stalled and a 16f glidelight was opened. While advancing down the lead a large amount of bleed back was noted from the pocket. A dissection to the subclavian vein was performed and the tear was repaired. The procedure was discontinued and the lead was cut/capped with the lld inside. This report is to reflect on the injury during use of the glidelight. The cut/capped lld will be reported under MDR # 1721279-2016-00023.